Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: synergy xd mr us 3.50 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a hypotube break 21 cm distal from the distal end of the strain relief. Hypotube kinks were also noted. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 22sep2021. It was reported that shaft break occurred. The 80% stenosed, target lesion was located in the coronary vessel. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the shaft broke close to 12mm from the hub. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a hypotube detached/separated and stent damaged.